Event description:
It was reported that positive supply background test event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed left and right plunger cases cracked. Customer?s reported issue was not duplicated during flow and occlusion test. The root cause of the reported issue was not determined because reports issue could not be duplicated. Actions taken to mitigate the reported issue: replaced main board as a preventative measure.